Event description:
It was reported that the compressor failed drainage function. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor failed drainage function. Water was found inside the compressor tank. The field service engineer replaced the drainage valve which solved the problem. 10000 hour maintenance was also performed. The compressor was handed over to the customer in good working condition after passed tests. Replaced parts were not available for return. A defective drainage valve may contaminate the connected ventilator. A defective drainage valve can also lead to a situation where the compressor motor will not start in time in a standby situation. The conclusion is that the reported problem was caused by a defective drainage valve. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).